Event description:
Implant surgeon reported the following event, "while walking and with no notion of fall, in the words of the patient: development of a low intensity pain at the lower end of the patient's right leg and a slight external deformation and edema, associated with slight tumefaction. The patient continued walking and due to an increase of pain and edema in his right leg, he went to the emergency for a radio consultation on (B)(6) 2013. Further to this consultation, surgeon observed the fracture of the tibial nail on the first locking distal screw, with an angle of about 5°. The radiological assessment also shows a delayed union of the tibial fracture. Surgeon suggested the explantation of the s2 nail to replace it by a lcp tibial plate, bone graft and right fibula plate. The revision occured on (B)(6) 2013 under general anesthesia."

Manufacturer narrative:
Evaluation summary: the returned device(s) matched the report and the nail breakage was confirmed. No deviations in material and manufacturing were identified. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to overload after an implantation period of approx. 5 months. Among others the related IFU informs that, ¿in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: delayed union or non-union of the fracture site. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions.¿ referring to the event description a potential cause of the broken implant (¿delayed union of the tibial fracture¿) was already mentioned by the user. Final conclusion: due to the presented data, the (fatigue) fracture of the tibial nail was caused by overload, at least contributed by an intraoperative damage caused by a deviated drill, resulting in significant weakening of the nail in the area of the most proximal of the distal drill holes for the locking screws. As no x-rays were available, it cannot be determined to what extent the above mentioned delayed union had contributed to the nail breakage. No risk identified. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Implant surgeon reported the following event, "while walking and with no notion of fall, in the words of the patient: development of a low intensity pain at the lower end of the patient's right leg and a slight external deformation and edema, associated with slight tumefaction. The patient continued walking and due to an increase of pain and edema in his right leg, he went to the emergency for a radio consultation on (B)(6) 2013. Further to this consultation, surgeon observed the fracture of the tibial nail on the first locking distal screw, with an angle of about 5°. The radiological assessment also shows a delayed union of the tibial fracture. Surgeon suggested the explantation of the s2 nail to replace it by a lcp tibial plate, bone graft and right fibula plate. The revision occured on (B)(6) 2013 under general anesthesia."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.